Event description:
Philips received a complaint by the hospital field service engineer on the v60 indicating that the device has a bad battery. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The field service engineer (fse) replaced the battery. The investigation is ongoing.

Manufacturer narrative:
Upon further investigation, the following has been reported it was confirmed that the battery was over 5yrs old (end of life) and was being replaced for preventative measures. No failure nor any failure codes noted. The battery has been replaced and the old battery was discarded. Therefore, this complaint no longer meets reportability requirements